Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown, product type lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient. The patient reported that they tugged the lead wire when they were getting dressed when they woke up after the trial procedure. The patient noted that they were not aware that they were going to have an exposed wire and was afraid that they dislodged the lead wire. It was noted that the healthcare professional (hcp) had changed the gauze on (B)(6) 2017 and noticed that the patient had bled. The patient stated that they felt stimulation to the left of their butt crack in the middle but not in the vaginal area. The patient noted that the manufacturer representative (rep) had told them that it was good that they felt stimulation where they were feeling it, but the patient was confused because their hcp had told them that they should feel it in the vaginal area. The patient noted that they changed the program at the suggestion of the rep to 3 and was getting better results. The patient was advised to follow up with their hcp to discuss their concerns. No further complications were reported or were expected.